Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The healthcare provider (hcp), an MRI technician, reported that the patient's ins is dead and has been dead for "some time" as the patient hasn't been recharging it. The MRI technician stated that the patient didn't have any external equipment. The MRI technician had a tablet and tried to interrogate the ins but showed "not found". The patient needs a head scan. The caller was not with the patient. The caller was redirected to have patient work with hcp and/or manufacturer representative (rep) to get the ins back up and running. Technical services reviewed the potential for overdischarge and option of following head only guidelines but that there would be no confirmation on an external device that ins is off since nothing will communicate with ins. The rep reported that they were notified that the patient's battery hasn't been charged in 2 years and the patient needs MRI. The rep requested that the eligibility form be sent to her. No symptoms were reported. Additional information was received from the manufacturing representative (rep) and the rep stated ins is dead and attempts at reviving it were unsuccessful. They tried multiple times and "couldn't get anything". Rep inquired about verbiage in the MRI guidelines about "a depleted neurostimulator is considered off". Reviewed information about overdischarge and that we recommend bringing ins out of overdischarge so that MRI mode can be accessed. Reviewed that with ins in this state, no external device can provide visual confirmation that ins is off and therefore, an MRI facility would be going off of patient's word and the situation described but have no confirmation of ins being off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there were 7 attempts made to revive the battery. The issue did not resolve and no other actions are planned.